Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 3006705815-2018-00187. It was reported the patient underwent a permanent scs implant procedure. During the procedure, a cerebrospinal fluid leak occurred when the doctor attempted to insert the lead(s) intended for use. As a result, a blood patch was performed and the procedure was successfully completed. Post-op, the patient began to experience a mild headache. In turn, the patient was given caffeine and encouraged to increase fluids over the next few days. Follow-up revealed the patient's issue has resolved.